Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was confirmed through a clinician review. Method & results: -device evaluation and results: not performed as product was not returned as it remains implanted. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: {...} procedure-related factors: - cup malposition in absent anteversion. Patient-related factors - none. Device-related factors: - none as also supported by the mar findings. Diagnosis: - cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty, quite likely with component impingement further contributing to corrosion issues and ultimately leading to a fatigue fracture in the neck of the accolade tmzf stem exactly at the point of peak overload requiring revision.{...} -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the investigation concluded through the clinician review that {...} cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty, quite likely with component impingement further contributing to corrosion issues and ultimately leading to a fatigue fracture in the neck of the accolade tmzf stem exactly at the point of peak overload requiring revision {...} no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
Periprosthetic fracture at the trunnion. Primary implant in 2007. Patient fell in (B)(6) 2017 and was treated for a wrist fracture and patient complained of hip pain, but no observations were made of patient's hip (x-rays or otherwise). On (B)(6) 2017, patient pivoted, heard a pop, and fell. Patient complained of clicking noises several days before the fall. X-ray reveals the head disassociated from the stem. Patient reported pain at 8 out of 10. Patient was revised. A review by a clinical consultant comnfirmed unknown trident shell as being malpositioned. Material analysis report reported an accolade stem neck fracture, liner wear, corrosion and wear of the femoral head and accolade stem.